Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated the up, down, and ok buttons were unresponsive, and there was fog behind lcd screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigators were unable to down load black box or history due to no power. Investigators found moisture in display lens. Leak test failed due to pump case creak. Case cracked at the upper right corner between lens and case seal.